Manufacturer narrative:
Additional information: according to the information received, the device was not providing sufficient benefit to the patient due to partial migration of the active electrode out of cochlea as confirmed by diagnostic imaging. A complete insertion at implantation is reported. Patient underwent revision surgery during which the electrode array was successfully re-inserted in the cochlea. The concerned device remains implanted and in use.

Event description:
CT scan showed partial migration of the electrode array on the concerned left side. There is no report of accident or trauma and no product deficiency is alleged. Per implant registration information, a full insertion was achieved at implantation in 2012. Revision surgery to reinsert the electrode array was performed in (B)(6) 2017. Patient reported a better speech perception with the device after the revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Post-operative CT scan showed partial migration of the electrode array on the concerned left side.